Manufacturer narrative:
H3: there is no specific optetrak device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 d10: concomitants 2392177 02-010-01-0235 - logic femoral ps cem left sz 3.5 4524074 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 4630965 200-02-35 - three peg patella 35mm 4640838 204-34-02 - fluted stem extension 25l x 14 mm 4459853 204-70-00 - tibial stem ext. Screw g4 h4 h6 (component code, type of investigation) the following sections were corrected: h6 (health effect- clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement in 2016. Approximately 3 years after the initial procedure the patient had a left knee revision in (B)(6) 2019. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.